Manufacturer narrative:
Exact date unknown, event occurred 2 years ago. Explant date: 2 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: (B)(4); model: sc-2218-50; serial: (B)(4); batch: 18209042/18051893.

Event description:
It was reported that patient had a spinal cord stimulator explant procedure due to inadequate stimulation. No further information could be obtained despite good faith efforts.